Event description:
Physician reported injecting a pt with 1.5cc of radiesse dermal filler in the marionette lines on (B)(6) 2013. Two days post-injection, the pt returned to the office presenting with pustules, redness and swelling and an area that appeared to be abraded. The pt reported self-treating with h2o2 and bacitracin and stated the pustules had white, pus-like drainage and would bleed if rubbed. The pt was prescribed doxycyline and the h2o2 and bacitracin was discontinued. She returned to the office on (B)(6) 2013 with the abrasion and pustules which were dry and the absence of erythema. The skin was healing nicely.

Manufacturer narrative:
Physician reported the pt responded well to the antibiotics and diagnosed the pt's symptoms as a skin infection. During follow-up the medical assistant reported the pt has healed nicely with no further issues reported. The device history record for radiesse lot 100063249 was reviewed. All required incoming, in process, and final release testing specifications for this lot were met prior to release. No non-conformances were discovered that would have contributed to this event.